Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the lower esophagus during an endoscopic variceal ligation (evl) banding procedure performed on (B)(6) 2023. During the procedure, the endoscope along with the device was inserted into the patient. When attempting toe deploy the band, the last band moved instead of the first band. The bands did not deploy off the ligator. The bands would deploy when it was tested and checked outside the patient. The device was removed, and the procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the bands were moved from their position and overlapped.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.